Event description:
It was reported that left ventricular (lv) lead exhibited non-capture in all vectors. Lead dislodgement discovered under x-ray. No intervention was performed, and the lead will be monitored. The patient is in stable condition.

Event description:
New information received stated that the lead was explanted and replaced.